Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, two wires were missing on working part of the wand after using it in the patient. The evac 70 wand did not work properly. A backup device was available to complete the procedure. The patient wasn¿t injured and no delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The evac 70 xtra hp coblator ii device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2035988 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that based on the information provided no future harm is anticipated to this patient. Therefore, no further clinical/medical investigation is warranted at this time. Should any additional medical information be provided, this complaint will be re-assessed. The visual inspection shows extensive electrode erosion with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. The middle electrode got bent inwards. There are no manufacturing abnormalities visually observed with the returned wand. Functional evaluation revealed that the suction line was clogged, performed as intended after backflush. The saline line was tested and did perform as intended. The wand created plasma on the remaining parts of the electrodes. The complaint was verified. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) vigorous use against bony surfaces; (2) irregular wear of the electrodes leading to malfunction (3) rate of saline flow. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.